Event description:
Surgeon threaded the inserter into the implant and turned it, the peek inserter tip bent at 90 degree angle and the implant did not move. He worked on it for 45 minutes. The implant threads were stripped and it was not possible to re-thread another inserter into the implant. The dr. Tried to use the extraction tool to flip the implant. The tip on the extraction tool broke. The broken tip of the extraction tool was retrieved and the implant remained in the patient.

Manufacturer narrative:
The extraction instrument was being used to flip the device. It was not intended to be used for this purpose. The extraction tool cross threaded during insertion into the device and subsequently broke during the flipping maneuver.